Event description:
On (B)(6) 2017, a 19mm trifecta gt valve was implanted. On information received from abbott's patient device tracking group, the patient was reported to had died on (B)(6) 2017 from a post-surgical stroke. The relationship to the device and the event is unconfirmed.

Manufacturer narrative:
An event of stroke and patient death were reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.